Event description:
The customer reported that the system displayed a high capacity disk error message after boot up. After rebooting, a different error message would be displayed. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.